Event description:
Patient was revised to address osteolysis, poly wear of the insert, and loosening of the femoral, tibial, and patellar components. It was noted that the femoral component had become so loose that it was completely off the anterior cortex, with no cement bonded to the implant. There was also serious bone loss. Depuy cement was used in the primary surgery.

Manufacturer narrative:
Examination of the submitted sample found evidence suggesting device loosening while in vivo. A search of the complaint database did not show any additional reports against the lot code. The investigation could not draw any conclusions about the root cause of the device loosening. Potential contributing factors include, but are not limited to, patient bone quality, cement technique, cement cure time, and product surface finish. No evidence was found suggesting product error was a contributing factor and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.